Event description:
A pt had an allergic reaction to cidex opa during an esophageal dilation procedure in 2004. Allergy testing for cidex opa revealed a bump and redness at the test site. The pt has a history of bilateral neck adenopathy. Fine needle aspiration of a lymph node was consistent with squamous cell carcinoma. A specimen from the right tonsil neck dissection revealed 3 of 68 lymph nodes were positive for metastatic disease. The pt was treated with radiation to the bilateral necks, nasopharynx, oropharynx, and larynx and chemotherapy. The date of that last radiotherapy 2003 according to the records voluntarily provided by the pt. In 2004 the pt had a esophageal gastric dilation performed and experienced a stuffy nose, headache, nasal congestion and difficulty swallowing. 2004 a second esophageal gastric dilation was performed without the use of a decongestant during the procedure and the pt experienced a stuffy nose and congestion following the procedure, 2004 testing revealed pt allergic to class ii anesthetics. In 2004 pt has a procedure done and experienced a runny nose, vomitting, tongue swelling and red "bumps" over his entire body 30 minutes after the procedure, the pt was treated with an epi-pen benadryl and admitted to the hospital. The symptoms improved temporarily but then recurred which required the pt to be placed on a ventilator. A tracheotomy was considered but was not needed. The pt was discharged from the hospital the following day, and was advised to have further allergy testing. When the allergist noted the pt had procedure that used instruments disinfected in cidex opa, skin testing was conducted. The allergy skin test conducted in 2005 revealed a positive reaction to cidex opa. The pt does not have any familial history of anaphylaxis.